Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue was being sutured when the event occurred? Left subclavian artery. The following information was requested, but unavailable: was additional dissection required in other organs/tissues other than the target tissue? No further information is available. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No further information is available. Event related to mw # 2210968-2022-03341, mw # 2210968-2022-03342, mw # 2210968-2022-03343, mw # 2210968-2022-03344, mw # 2210968-2022-03346. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an arch replacement procedure on (B)(6) 2022 and barbed suture was used. The suture was broken during use on the left subclavian artery. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected b5: it was reported that a patient underwent an arch replacement procedure on (B)(6) 2022 and suture was used. The suture was broken during use on the left subclavian artery. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested